Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion being treated is located in the proximal to distal left circumflex (lcx). Serial pre dilatation was performed using a 2x9mm balloon catheter and deployed a 2.25x12mm taxus liberte¿ stent at distal lcx. A 3.5x20mm taxus liberte¿ stent was attempted to be deployed at the proximal lcx but failed to cross the lesion. The device was manipulated and it was noticed that the stent struts were damaged. The device was removed from the patient and the procedure was completed using a 3x12mm taxus liberte¿ stent. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the distal bumper tip was measured using a digital snap gauge which is within specification. The two most proximal rows of struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found no kinks along the device¿s hypotube or outer however it was noted that the shaft polymer extrusion was kinked at various positions along its length. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion being treated is located in the proximal to distal left circumflex (lcx). Serial pre dilatation was performed using a 2x9mm balloon catheter and deployed a 2.25x12mm taxus liberte stent at distal lcx. A 3.5x20mm taxus liberte stent was attempted to be deployed at the proximal lcx but failed to cross the lesion. The device was manipulated and it was noticed that the stent struts were damaged. The device was removed from the patient and the procedure was completed using a 3x12mm taxus liberte stent. No patient complications were reported and the patients status was stable.